Event description:
Infant needed a piv [peripheral intravenous line] replaced. Rn's tried 4 times and nnp [neonatal nurse practitioner] tried 3 times before successfully placing an IV. IV's would flash and then blow. Multiple times it was difficult to puncture the skin, as if the needles were not sharp enough.